Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a pre-implant balloon dilatation was performed using a 20 millimeter (mm) non-me dtronic balloon. Post-implant balloon dilatation was not performed. Per the physician, annular calcification contributed to the dislodgement.

Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29; product lot/serial number (B)(6); product type: heart valve; product ID d-evprop23-29; product lot/serial number (B)(6); product type: heart valve; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged. Subsequently a second valve was implanted.

Manufacturer narrative:
Image review: one fluoroscopic cine loop of the pre-implant procedure contrast injection was provided for review of the event described above. Patient summary was not provided for anatomical review. Severe calcification, as reported, can be confirmed visually in the pre-tavi contrast shot. Neither image information of the pre-balloon aortic valvuloplasty (bav) the actual valve dislodgement, the implant of a second valve, nor any other information was provided. With the limited information provided, a root cause for the initial valve dislodement cannot be determined. The report is inconclusive. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.